Manufacturer narrative:
Sc-1110-02 ((B)(4)): device evaluation indicated that the returned ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was having frequent ipg charging. It was also reported that the ipg was non-functional. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician does not suspect device malfunction with the ipg.

Event description:
A report was received that the patient was having frequent ipg charging. It was also reported that the ipg was non-functional. The patient underwent an ipg replacement procedure.